Event description:
It was reported that during a water vapor therapy procedure the patient received a total of five treatments: two treatments in each lateral lobe and one in the median lobe. Cefazolin was the antibiotic prescribed at induction. The patient's foley catheter was removed six days post procedure and the patient had a successful trial of void. The patient was then prescribed trimethoprim to be ongoing following the procedure. Ten days post procedure, the patient presented with urosepsis. The patient has a pic line through which he is receiving antibiotics. No additional patient complications were reported.

Event description:
It was reported that during a water vapor therapy procedure the patient received a total of five treatments: two treatments in each lateral lobe and one in the median lobe. Kefazolin was the antibiotic prescribed at induction. The patient's foley catheter was removed six days post procedure and the patient had a successful trial of void. The patient was then prescribed trimethaprim to be ongoing following the procedure. Ten days post procedure, the patient presented with urosepsis. The patient had a PICC line placed in order to receive antibiotics. The patient had been admitted to the hospital 24-36 hours in order to provide treatment. The infection has resolved. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with usage of this device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.